Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer attempted to charge pump; however, pump did not turn back on. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.